Event description:
It was reported that the pulse generator was attempted for a firmware upgrade in a box. During the attempt, the device went into back-up vvi mode. The device was unable to be restored.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory. The device was tested on the bench and telemetry interruption was noted which resulted in the reported issue on backup operation. The cause of the telemetry interruption is consistent with anomalies associated with firmware upgrade procedure and device related. Electrical testing revealed normal device characteristics with battery voltage near bol.